Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-48701. It was reported that following a fall, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on all contacts for one lead. As a result. Surgical intervention may be undertaken in the future. It is unknown which lead has high impedances; therefore, both will be reported.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein both leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.